Event description:
It was reported that this patient experienced a syncopal episode due pacing inhibition caused by a right ventricular (rv) lead fracture leading to noise oversensing. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.